Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the returned evidence. The product returned for evaluation was one photograph depicting a 5fr d/l powerpicc solo catheter. The depicted sample was placed in a re-sealable bag. A red circle had been inscribed on the photograph around the red-luered extension tubing near the molded joint. No obvious damage or evidence of leakage was observed during inspection of the provided photograph. Inspection of the provided photograph was insufficient to evaluate possible damage/leakage. Consequently this complaint is inconclusive at this time.

Event description:
It was reported that the catheter was leaking from the red lumen at the bifurcation. (B)(6) 2019- additional information received from facility stated, "upon completion of insertion we noticed damaged whereas leaking was noticed. Damaged PICC was replaced and have to start a new procedure."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw0104 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was leaking from the red lumen at the bifurcation. On (B)(6) 2019- additional information received from facility stated, "upon completion of insertion we noticed damaged whereas leaking was noticed. Damaged PICC was replaced and have to start a new procedure".